Manufacturer narrative:
Result: the coil and pet lock were still intact with the pusher assembly, indicating that the coil was not detached. The coil was kinked in the distal tip area and the stretch resistant (sr) wire was exposed between the proximal end of the coil and the distal detachment tip (ddt). The coil sheath was ovalized in two locations at 3.0 and 4.0 cm from distal tip. Conclusion: the complaint has been evaluated. The complaint indicates that the ruby coil could not be advanced through the rhv when going through the introducer sheath. Evaluation of the returned product confirmed that the ruby coil could not be advanced into the microcatheter. It appears that the coil introducer sheath was ovalized due to over-tightening of the rhv during the procedure. These ovalizations may have caused the coil to compact when attempting to push past the resistance, exposing the sr wire and causing the coil to lose pushability through the rhv and into the microcatheter. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the ruby coil met resistance while advancing through the rotating hemostatic valve (rhv). The physician removed the ruby coil and found it to be kinked. There was no report of an adverse effect on the patient.